Event description:
It was reported that during an in-clinic follow-up, episodes of over-sensed noise were noted on the right ventricular (rv) lead. The patient then presented to the electrophysiology lab for a lead replacement procedure. The noise was not reproduced. The lead was explanted and replaced. The patient was in stable condition.